Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed with the no issues noted. A visual inspection and functional testing were performed. A simulated therapy was performed. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The reported problem could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unknown malfunction on the homechoice machine. This occurred during use. There was no patient involvement or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.